Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the anchor broke during a shoulder surgery. The end of the tip was inserted into the patient and was removed.

Manufacturer narrative:
Device investigation narrative - one 4.5 footprint ultra pk suture anchor inserter was returned for evaluation. The anchor was not returned for examination. Visual assessment of the inserter shows the inner shaft is bent approximately 45 degrees; this condition is consistent with off axis insertion. Dimensional assessment of the inner shaft confirmed it met print specifications. Per the devices IFU ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Use the smith & nephew mallet (sold separately) to tap the inserter handle until the laser mark is flush with the cortical bone. This places the suture anchor approximately 1 mm below the bone surface¿. Further investigation is not warranted at this time. (B)(4).